Event description:
New information received indicated the device was explanted. No additional information was received.

Manufacturer narrative:
The reported event of communication anomaly could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a suspected bluetooth malfunction. No intervention was performed. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.